Event description:
It was reported that customer experienced occlusion event that triggered alarm 2 earlier in day before calling for support. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin delivery, and no additional assistance was needed, so case was closed by technical support.